Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.